Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose level was in the mid 300-600 mg/dl. The customer stated that the transmitter and sensor fell off due to sweat. The customer does not use soap, gels or lotions on the site. The customer declined to troubleshoot for high readings. The customer was advised to monitor the problem and call back if issues persist.